Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy. The hospital was using the cutter and the device stopped cutting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use was observed. There was no evidence of blood detected. No visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the directions for use (dfu) with a reference hemopro 2 (batch 25106261), reference adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse shut off power to the heater after 5-10 seconds of actuation periods. Based on the returned condition of the device and the evaluation results, the reported failure ¿failure to deliver energy¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy. The hospital was using the cutter and the device stopped cutting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.